Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 500mg/dl, and his blood glucose was treated with an insulin pen. Troubleshooting was declined as customer stated that the health care professional requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.